Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the helix would not extend, and the lead would not stay in place. When tested, the lead exhibited high impedances and thresholds. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the helix would not extend, and the lead would not stay in place. When tested, the lead exhibited high impedances and thresholds. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.